Event description:
A customer in (B)(6) notified biom¿rieux of (B)(6) results for (B)(6)in association with the vitek¿ 2 ast-p652 test kit (ref 421857, lot 8021232403). Repeat analysis with the vitek¿ 2 ast-p652 test kit also obtained a (B)(6) result. Disk diffusion testing was performed as an alternative method and obtained (B)(6) results. Initial vitek¿ 2: (B)(6), disk diffusion: (B)(6). There is no indication or report from the laboratory that the (B)(6) results led to any adverse event related to the patient's state of health. A biom¿rieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of false positive cefoxitin screen (oxsf) results for staphylococcus aureus in association with the vitek® 2 ast-p652 test kit (ref 421857, lot 8021232403). The customer's strain was submitted for investigational testing. The customer¿s submitted strain was subcultured to tsab agar. A second subculture was performed, identification confirmed as s. Aureus, and testing included ast-p652 cards from the customer lot (8021232403) and a random lot (8021067103) in duplicate, as well as agar dilution (ad) and cefoxitin disc diffusion as the reference methods for ox101n and oxsf01n formulations found on this card. Alere pbp2 was also performed. Oxacillin (ox) mic¿s = 0.25 and negative oxsf tests were obtained on all four cards tested. The ox agar dilution mic = 0.25 and cefoxitin disc diffusion was susceptible at 24 mm. Pbp2 was also negative. The vitek 2 cards and reference methods are in agreement. This testing did not duplicate the customer¿s false positive cefoxitin screen test results. Ast-p652 lot 8021232403 met final qc release criteria. This lot passed qc performance testing. See h10 for addtl mfg narrative.